Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lead was received at analysis with the steroid ring missing - it cannot be determined at this time when this occurred. It was observed the defib conductor was distorted and fractured (overstress), the outer tubing was breached (non electrical) and cut, the helix was distorted/bent; apparent explant damage; full lead returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Efforts to contact the physician/hospital regarding this event are in process at this time.